Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Consumer reported complaint for hi blood glucose test results. The expected fasting blood glucose test result range is 100 to 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. The customer is currently taking insulin to manage diabetes. Back to back blood test performed by customer non-fasting during call on (B)(6) 2015 produced results of 585 mg/dl and 575 mg/dl. The product is not stored by customer according to specification since retained in the kitchen. The test strip lot manufacturer's expiration date is 05/28/2018 and open vial date is (B)(6) 2015. The meter memory recalled for test results performed: (B)(6).